Event description:
The complainant alleged that the cardiac surgery dept was attempting to defibrillate a pt (age, gender and date of event unknown), using the internal handles with the device, but the unit failed to discharge. The clinicians then obtained another set of handles and successfully defibrillated the pt. There was no adverse effect on the pt as a result of the reported malfunction. Please reference medwatch report 1220908-2002-00239, which documents a second separate event that occurred at this facility with another set of internal handles.